Event description:
Additional information received reported that diagnostic methods included imaging. The tests showed abnormal. Under fluoro, leads mi grated caudal and laterally. The date of the diagnostic method date was (B)(6) 2015.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that no actions were taken as an intervention.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the issue remained unresolved and there were no further actions planned.

Event description:
It was reported that there was dorsal root ganglion stimulation. There was burning pain in the shoulder area. There was lead migration/dislodgement. The event was ongoing.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was the lead with the lot number va0atde019.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).